Event description:
Revision completed due to osteolysis with pain and fracture. Doi: unknown; dor: (B)(6) 2022; affected side: left hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. No images that depict this specific product were attached. It is not possible to identify or confirm a product malfunction. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required part/lot number was not provided.